Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 tested on nasopharyngeal sample repeat testing was generated a negative result. Rt-pcr confirmation testing was performed using convergys® poc rt-pcr covid-19 testing platform generated a negative result. Customer mentioned patient was not symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 tested on nasopharyngeal sample repeat testing was generated a negative result. Rt-pcr confirmation testing was performed using convergys® poc rt-pcr covid-19 testing platform generated a negative result. Customer mentioned patient was not symptomatic. No additional patient information, including treatment and outcome, was provided.